Event description:
Related manufacturer reference number:. 1627487-2019-07092.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Device information for ipg is unknown at this time.

Event description:
It was reported the patient had a lead with high impedance. The x-ray revealed the lead was kinked. As a result, the lead and ipg was replaced on (B)(6) 2019. Therapy has been restored.